Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1.

Event description:
It was reported that the patient was experiencing the implant not functioning due to saline leak with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because "saline leakage is observed so implants are not functioning." Additional information received states the patient does not want a revision surgery at this time.

Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because "saline leakage is observed so implants are not functioning." Additional information received states the patient does not want a revision surgery at this time. Additional information received states the patient does not want a revision surgery at this time.